Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the catheter was used off-label to perform a posterior wall ablation and the patient experienced an intracranial hemorrhage due to hypertension. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure a farawave catheter was used. A posterior wall (pw) ablation was performed with the catheter, which constituted off-label use of the device as it is only indicated to perform pvi per the instructions for use (IFU). The procedure was able to be completed successfully, but sometime later the patient came in for an emergent follow-up due to an intracranial hemorrhage due to hypertension. An unspecified intervention was performed at the catheter lab and the patient was hospitalized. The event is ongoing.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Additional information was added to block b5 describe event or problem.

Event description:
It was reported that the catheter was used off-label to perform a posterior wall ablation and the patient experienced an intracranial hemorrhage due to hypertension. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure a farawave catheter was used. A posterior wall (pw) ablation was performed with the catheter, which constituted off-label use of the device as it is only indicated to perform pvi per the instructions for use (IFU). The procedure was able to be completed successfully, but sometime later the patient came in for an emergent follow-up due to an intracranial hemorrhage due to hypertension. An unspecified intervention was performed at the catheter lab and the patient was hospitalized. It was further reported that the patient was discharged from the hospital sometime in the following week after the procedure.